Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer contacted baxter's technical service center regarding home patient (hp) connected with air in patient line, which occurred on the homechoice (hc) during initial drain. The caregiver stated she forgot to check for air when connecting to start the therapy and realized some air was still in the patient line, which was not fully primed. The baxter technical service representative (tsr) explained the concerns for air in the patient line and advised caregiver should be okay to continue with therapy. The caregiver reported no symptoms or issues. The tsr advised caregiver to contact peritoneal dialysis registered nurse about potential air entering hp's peritoneum as a precaution. The caregiver would call back with any problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. A secondary issue was also noted as lcd cracked/broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.